Manufacturer narrative:
Result: cracked siderail panels.

Event description:
It was reported through a service report that the siderail covers were cracked and the power cord needs to be replaced. No adverse consequence reported.